Manufacturer narrative:
(B)(4). Returned empty, device fired through lockout the analysis results found that the el5ml device was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws; no clip was released. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic assisted distal gastrectomy procedure, the jaws did not open when the device was fired on the left gastric artery. Another device was used to complete the case. There were no adverse consequences to the patient.